Event description:
It was reported that channel a of a flogard infusion pump was out of service. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing revealed that the device had inoperative force sensing resistors (fsrs) in channel a. The cause of the condition was not determined. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.